Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left and right pulmonary arteries using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician completed multiple passes using a cat8 and a non-penumbra sheath. While attempting to re-insert the cat8 into the sheath, the cat8 began folding back on itself and cracked; therefore, the cat8 was removed. The procedure was completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.